Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The pt has stimulation but, the (+) button sticks and even though the pt moves, the amplitude bars ramp all the way to the top. The batteries have been changed. No error codes show on the display. A replacement was shipped to the pt. The replacement programmer did not solve the problem with the stimulation surging. The sjm rep stated that the pt can stand or sit very still but, then if they moved slightly, the stimulation would surge strongly. The leads were replaced (B)(6) 2010. The pt said they were charging and that even sometimes with the ipg off they felt a tingling in their back where the lead is placed. While the stimulator is on, the pt feels their back heat up. Heat then intensifies when it surges.

Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.